Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). Samples from the patient were tested on the meter resulting with the following values: 7.6 inr, 3.8 inr, and 2.8 inr. All measurements were performed within 10-15 minutes. The same finger was used for each test. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter results. The patient's current condition is okay. The patient's medication dose was lowered based on results obtained on the week of (B)(6) 2018. The patient's therapeutic range is 4.0 - 4.5 inr. The customer was not sure of the patient's hematocrit. The patient does not have antiphospholipid antibodies or lupus. The patient does not take direct thrombin inhibitors or heparin. The patient's condition was not abnormal and the patient did not have any bleeding. The patient added cranberry juice to his/her diet. The customer's product was requested for investigation and replacement product was sent to the customer. Retention test strips (294942) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.